Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was pt mentioned they had met with a local  manufacturing representative (rep) today about a therapy issue. They said their colon perforated in (B)(6) 2021 and mentioned multiple surgeries, and lost a lot of weight and "then I started feeling a sensation in my groin and the rep tried putting me on a new program and it was working and he added some more so we are gonna work towards replacing the implant and I have a lead that's not working but he was able to program around that". The caller was redirected to they have been having this issue since colon perforated in (B)(6) 2021, and might have an ins and possible lead changeout. The patient has high impedance on 8-15 all contacts. The rep tried to program around on the other lead, and the patient was given new settings. Additional information was reported that all impedances were over 40k, the cause was unknown. The patient's perforated colon was unrelated to their device/therapy. The issue has not been resolved at this time, and they are deciding on the next steps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.